Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultra2 meter was giving inaccurate readings. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014, at 2:18 pm, the patient obtained the blood glucose readings of 214 mg/dl, 190 mg/dl, 240 mg/dl and 128 mg/dl on the reported meter within 20 minutes. The patient took the action of taking her usual dose of insulin; specific dose not provided. The patient manages her diabetes with insulin taken on a sliding scale. Afterwards, the patient experienced the symptom of shaking; she did not seek any medical attention or treatment. Troubleshooting revealed the patient¿s testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated meter readings. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt gender, age, weight: not provided. Test strip lot#: not provided.